Event description:
It was reported that during alif at level l4-l5, the tip of the hex driver broke off away from the patient. The surgeon used a different driver to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no complaint related issues were found. The product evaluation visual inspection revealed the hex tip to be broken off approximately 1 mm above the base of the tip where it transitions to the shaft od. The remaining portion of the hex is significantly twisted in the direction of tightening. The fracture surface is straight across the tip and is homogenous with no indications of material irregularities. The design is adequate for the intended use and the complaint is invalid from a design perspective.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for (B)(4).